Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the patient will be discussing options regarding the broken 8-15 lead with their physician. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient. It was reported that the patient¿s implantable neurostimulator (ins) reached end of service (eos), and they were scheduled for a replacement. During the patient¿s battery replacement on (B)(6) 2018, the physician used a torque wrench, but couldn¿t get the 8-15 lead out of the ins header block. The physician tried multiple times, and then the lead wire broke as they were pulling on the lead. It was stated that the explanted ins will be returned for analysis. The issue was not resolved at the time of the report. No further complications or patient symptoms were reported or anticipated. Indication for use is unknown.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.